Manufacturer narrative:
Lot number - requested but unknown. Expiration date - requested but unknown due to lot number being unknown. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but unknown due to lot number being unknown . Results: deformation problem is based off the actual device; no failure detected is based off the retention samples. Conclusion: operational context caused or contributed to event is based off the actual sample, and no failure detected, device operated within specification is based off retention samples. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the tip of the inner needle was being covered. The sample was rinsed off and compared with a normal product when looked it very closely, a portion of metal that supported a guard cover, was observed to be slightly deformed. A catheter-hub alone was prepared with the retention sample and was placed onto the actual sample to create original assembly. It was used to simulate and verify the proper shielding performance of the sample that conducted inner-needle pulling repeatedly 10 times. As a result of verification, the safety cover was confirmed to be safely activated to shield the tip of inner-needle. The manufacture inspection record was traced back and reviewed. No mechanical malfunction was noted on accuracy in safety-cover inspection system, or its auto-rejection feature. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." Dispose of the needle immediately into sharps containers". "Do not touch the safety cover after withdrawal of the inner needle for infection prevention." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the needle stick injury occurred upon completion of patient care, as a health care professional temporarily placed the used needle in a kidney dish. The needle was later pinched and threw into a disposal container. The used needle was initially thought of being fully shielded and so handled, however the needle tip was not completely covered. The facility reported, "none of irregular precautions listed on IFU were carelessly implemented by the health care professional. The staff who incurred the needle stick injury was believed to be well experienced of the surshield surflo ii and is believed to be well familiar in proper product handling. It was reported that health care professional is currently being monitored.